Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. A110201: pendant would not fully initialize a090501: radiation was disabled d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000576r, serial/lot#: (B)(6), product ID: bi71000577, serial/lot#: (B)(6), product ID: bi71000542, product ID: bi71000901, serial/lot#: (B)(6), product ID: bi71000450, product ID: bi71000854, product ID: bi71000542, UDI#: unknown b)(4): delay of less than one hour f26: no patient impact g04060: starter upgrade kit, pcba supply board, oil and washer g04031: xray tube g02027: power supply, h6: the system was serviced in the field. The starter board, supply board, and xray tube were replaced. Codes b01, c02, and d02 are applicable. H3, h6: the returned xray tube was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned starter board was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H6: the returned supply board was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while getting the system ready for the first spin, the pendant would not fully initialize. The user rebooted the mobile view station (mvs) and issue persisted. Hard reboot was performed, the umbilical cord was unplugged, and the image acquisition system (ias) and mvs were booted back up alone. It would then initialize but the radiation was disabled. The user performed a third reboot and issue was resolved. The event caused a surgical delay of less than one hour.